Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach via femoral artery towards the stenosis in the contralateral anterior tibial artery. After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.